Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that zosyn was infused with high rate than intended rate. The clinician stated "scanning"(interop) was not working and suspects this could be also a user issue. Therefore, the infusion was manually programed at 100ml/hr instead of 25ml/hr. This was reported to bd representatives during their site visit. There was patient involvement, however outcome is unknown.

Event description:
It was reported that zosyn was infused with high rate than intended rate. The clinician stated "scanning"(interop) was not working and suspects this could be also a user issue. Therefore, the infusion was manually programed at 100ml/hr instead of 25ml/hr. This was reported to bd representatives during their site visit. There was patient involvement, however outcome is unknown.

Manufacturer narrative:
Omit: c20: no findings available, d15: cause not established.

Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue of a programming error (zosyn) was reportedly attributed to user programming; however, it could not be confirmed as reported without having the pcu event log for analysis.

Event description:
It was reported that zosyn was infused with high rate than intended rate. The clinician stated "scanning"(interop) was not working and suspects this could be also a user issue. Therefore, the infusion was manually programed at 100ml/hr instead of 25ml/hr. This was reported to bd representatives during their site visit. There was patient involvement, however outcome is unknown.